Manufacturer narrative:
Spacelabs¿ product support specialist reviewed data logs. Investigative findings indicated a large amount of system memory used. The resolution for the large amount of memory use is a controlled reset of the xhibit central station, for which the customer biomed performed. Spacelabs engineers were asked to review the logs. The logs showed symptoms relating to a memory leak and the actions performed were correct and alleviated the customer issue. This report is complete and this particular issues is considered closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, a loss of telemetry monitoring occurred at the central monitor. No injury was reported as a result of this event.